Event description:
The customer reported that their central nurse's station (cns) missed a tachycardia alarm for one patient.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) missed a tachycardia alarm for one patient. No harm or injury was reported. The alarm indicator was damaged in a prior event, and parts have been ordered. The sound is working correctly. It appears that the crisis alarm for tachycardia is not registering correctly as a "crisis", and instead is getting an "orange border" with no banner. The customer reported that the issue started when the hospital had a power outage and the ups the cns was attached to failed. An error message telling him to run the check disk utility was noted. After running the check disk, the unit never recovered. No patient harm was reported. The customer said they would be sending the log files in for nk review but they were never received. Service requested / performed: troubleshooting. Investigation summary: the possible cause of the issue could be a degraded hard drive due to an abrupt shutdown of the system during the power outage. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process since the issue was triggered due to an external factor (power outage) and not an nk device malfunction. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: ni serial #: ni additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) missed a tachycardia alarm for one patient. No harm or injury was reported. The alarm indicator was damaged in a prior event, and parts have been ordered. The sound is working correctly. It appears that the crisis alarm for tachycardia is not registering correctly as a "crisis", and instead is getting an "orange border" with no banner. The customer will be sending their cns logs for further investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) missed a tachycardia alarm for one patient.